Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on two actuator test boards while performing preventive maintenance (pm) on a fresenius 2008t hemodialysis (hd) machine. Upon start-up, after rebuilding the pumps, the biomed heard a pop and then noticed a burning smell. The biomed was able to trace the burning smell to the actuator test board. The capacitor (c91) and resistor (r230) were both charred/blackened. The biomed stated the actuator test board was an original fresenius part. They replaced the board with a backup they had on hand, which was a refurbished part purchased from gia medical. After replacing the actuator test board, upon start-up the biomed again heard the popping noise and noticed a burning smell. Once again, the biomed found the capacitor (c91) and resistor (r230) to be burnt (charred/blackened). The biomed stated there was no smoke, melting, or arcing noted, and there were no sparks or flames. The machine had approximately 18,310 hours on it at the time of event. No damage was identified on any other parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. To resolve the reported issue, the biomed replaced the acid pump, the deaeration motor, and the actuator test board. At the time of follow-up, the machine had been returned to service and was reportedly fully operational. The damaged and replaced parts were discarded; no sample was available for evaluation. Photos of the damaged boards were not available. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (biomed) reported finding thermal damage on two actuator test boards while performing preventive maintenance (pm) on a fresenius 2008t hemodialysis (hd) machine. Upon start-up, after rebuilding the pumps, the biomed heard a pop and then noticed a burning smell. The biomed was able to trace the burning smell to the actuator test board. The capacitor (c91) and resistor (r230) were both charred/blackened. The biomed stated the actuator test board was an original fresenius part. They replaced the board with a backup they had on hand, which was a refurbished part purchased from gia medical. After replacing the actuator test board, upon start-up the biomed again heard the popping noise and noticed a burning smell. Once again, the biomed found the capacitor (c91) and resistor (r230) to be burnt (charred/blackened). The biomed stated there was no smoke, melting, or arcing noted, and there were no sparks or flames. The machine had approximately 18,310 hours on it at the time of event. No damage was identified on any other parts. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. To resolve the reported issue, the biomed replaced the acid pump, the deaeration motor, and the actuator test board. At the time of follow-up, the machine had been returned to service and was reportedly fully operational. The damaged and replaced parts were discarded; no sample was available for evaluation. Photos of the damaged boards were not available. There was no patient involvement associated with the reported event.